Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue was a cascading effect of the gripper line break. The broken gripper line was due to the user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first clip was implanted without issue. To further reduce mr, a second clip was advanced. The leaflets were grasped without issue and leaflet insertion was confirmed. After removing the gripper cap, echo noted that the grasp on the posterior leaflet could have been better. In order to reposition the clip again, the gripper line was held with forceps; however, the gripper line was pulled with force, breaking it and the gripper arm was unable to be raised. The clip was opened, retracted to the left atrium and the system removed without issue. Another clip was implanted without issue, reducing mr to 2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information provided.